Manufacturer narrative:
Findings: no unexpected external ram crc error alarms noted. Unit passed displacement test and pump self-test. Constant unexpected restart alarms after battery change due to faulty c13 on interface board noted. Minor scratches on lcd window, cracked reservoir tube lips, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and unexpected restart. Customer's blood glucose was unknown. We found in the alarm history the customer received multiple alarms on unexpected restart and external ram crc error. The customer was advised that the pump will be replaced and continue to wear pump until replacement arrives.